Event description:
Customer reported that the ventilator was cycling on a pt when the ventilator started to smoke. Ventilator was taken off the pt, pt was bagged and the ventilator was swapped out. The fse discovered the 02 module was defective. The fse replaced the defective 02 module, calibrated and performed to all manufacturers specifications. Ventilator was returned back to service. There were no pt injuries.